Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention in which their leads were explanted and replaced.

Manufacturer narrative:
Correction: section a: date of birth should have been (B)(6) 1950 instead of (B)(6) 1947; d4: serial number should have been (B)(6); lot number should have been a000104172; expiration date should have been dec 17, 2022; UDI should have been (B)(4). D6a date of implant should have been (B)(6) 2021.

Manufacturer narrative:
B3: event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2024-00819. It was reported that the patient's leads have high impedances on all contacts. Surgical intervention is pending to address this issue.